Event description:
Implants placed 11/19/1997 (pt was edentulous many years prior). Post-op infection developed under flaps on both sides. Implants were exposed 12/5/1997. They were removed 12/15/1997, x-ray showed extensive bone resorption around implants.